Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device was not returned for evaluation.

Event description:
Initially, the (B)(6) female patient complained of stomach pain and experienced vomiting if she ate. The patient was seen by her physician because peritonitis was suspected. The patient received an intravenous (IV) solution (product unknown) and was discharged to home. Apd was restarted and a low drain volume alarm at 1 of 4 drain was received. The patient contacted the call center and was instructed to abort therapy and contact the physician. This is a spontaneous case report by a patient of deconditioning, vomiting and abdominal pain coincident with dianeal pd therapy. On an unknown date in (B)(6) 2010, the patient experienced physical deconditioning, vomiting and abdominal pain. The patient was seen at the hospital and told she did not have peritonitis. Information received on (B)(4) 2010 indicates: the event of physical deconditioning, vomiting and abdominal pain was amended to sclerosing encapsulating peritonitis. In (B)(6) 2003, the patient began dianeal therapy. On (B)(6) 2010, she visited the hospital because she experienced abdominal pain and vomiting after meals. On the same date, she received drip infusion and returned home. No issue was noted with the drain and the peritoneal effluent was clear. During the night of (B)(6) 2010, she could not fill and drain. On (B)(6) 2010, the patient returned to another hospital and was admitted due to suspected clog of fibrin in the catheter. On the same date, the patient was diagnosed with pre-sclerosing encapsulating peritonitis after an ileus was found. Pd therapy was discontinued. Fasting and percutaneous endoscopic gastrostomy were performed. This is a female patient (B)(6). A peritoneal equilibration result (test date unknown) was high (level unknown). The peritoneal equilibration test is an assessment of peritoneal membrane transport function in a patient on peritoneal dialysis. The physician considered that the events were not related pd solutions but sclerosing encapsulating peritonitis was related to the length of pd therapy. The physician indicated he felt the patient should have switched to hemodialysis (hd) therapy considering the length of time on pd therapy, however, the patient experienced blood pressure decreases with hd therapy and continued pd therapy. The causality of the blood pressure decrease was reported as unrelated since the patient had already had the event prior to beginning pd therapy. The event was considered to be resolved on (B)(6) 2010.